Manufacturer narrative:
The device was returned for evaluation. During evaluation, the reported issue was not confirmed. The front panel switches were found to function as expected. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera iii xenon light source's front panel switches would not work. The customer reported the issue was identified during preparation prior to use with patient. The patient diagnostic procedure was completed with a similar device. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.